Event description:
It was reported that the insulin pump alarmed during the prime process. Blood glucose reading at the time was 290 mg/dl. The reporter stated that they are unable to treat with the insulin pump. The reporter is also uncertain as to how much insulin to deliver with manual injection. Advised the reporter to treat as directed by their health care professional. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed a prime alarm during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked display window corner, reservoir tube lip, broken belt clip slot and minor scratches on display window.